Event description:
It was reported that a nurse experienced the following symptoms: hives, itching, swelling of the face and hands, hand dermatitis, anaphylaxis and runny eyes and nose. She stated that these symptoms were due to wearing latex gloves made by several different glove mfrs.